Event description:
The complaint is reported as "overheated; humidity adjust button not working right." The pt condition is unk.

Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not received for eval, therefore, the complaint could not be confirmed. MFR will continue to monitor and trend related complaints.